Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), arthralgia ("hip pain"), back pain ("lower back pain"), chest pain ("cheats pain"), headache ("daily headache"), fatigue ("major fatigue"), genital haemorrhage ("off and on bleeding") and vaginal discharge ("heavy discharge"). The patient was treated with ibuprofen and surgery (coils removed, both tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pain in extremity, arthralgia, back pain, chest pain, headache, fatigue, genital haemorrhage and vaginal discharge had resolved. The reporter considered arthralgia, back pain, chest pain, fatigue, genital haemorrhage, headache, pain in extremity, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), arthralgia ("hip pain"), back pain ("lower back pain"), chest pain ("cheats pain"), headache ("daily headache"), fatigue ("major fatigue"), genital haemorrhage ("off and on bleeding") and vaginal discharge ("heavy discharge"). The patient was treated with ibuprofen and surgery (coils removed, both tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pain in extremity, arthralgia, back pain, chest pain, headache, fatigue, genital haemorrhage and vaginal discharge had resolved. The reporter considered arthralgia, back pain, chest pain, fatigue, genital haemorrhage, headache, pain in extremity, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.